Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received a low battery alert prior to replace battery alert. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. Customer states this was second occurrence of replace battery alert in less than 8 hours after a low battery warning. Customer states screen was blank. The insulin pump will not be returned for analysis.